Manufacturer narrative:
Date of event is estimate. The main component of the system and other applicable components are product ID: 3889-28, lot# va02a9p, implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the ins was replaced to normal battery depletion but the lead was also replaced due to high impedance readings. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.